Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The photo sent from the facility shows that the ptfe pad on the grasping section of the subject device detached and deformed. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Omsc decided that the ptfe pad detached and deformed due to severe friction heat since the facility continued activating output without grasping anything in the grasping section. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an uncertain surgical procedure, the doctor of the facility found that the plastic on the grasping part of the subject device loosening when the subject device was taken out of the patient. The procedure reportedly completed using a similar device. There was no report of patient injury regarding this event.